Manufacturer narrative:
Concomitant product: unegiatri, unknown egia tri staple (lot#: unknown); egia60amt egia 60 artic med thick sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device was tested on some gauze materials. The firing was initiated with a double click on the lower rotation button, and the display changed from firing mode two to firing mode three. However, the firing was interrupted shortly after with the excessive force indicator, and the firing stopped. Two reloads were used. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the device was tested on some gauze materials. The firing was initiated with a double click on the lower rotation button, and the display changed from firing mode two to firing mode three. However, the firing was interrupted shortly after with the excessive force indicator, and the firing stopped. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a visual inspection of the two returned photos noted an image of a handle in a clamshell with an adapter connected. The handle screen was showing the excessive load detected screen. An image displayed a closer view of the handle showing the excessive load detected screen. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was excessive load detected during use. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.